Event description:
After connecting the reservoir to the drain there was no drainage. After disconnecting the drain the reservoir still did not expand. A new device was used. There was no adverse consequences to the pt.